Manufacturer narrative:
(B)(4). Occurrence date reported as (B)(6) 2011 on previously filed supplemental medwatch was incorrect. The occurrence date has been changed to (B)(6) 2011, which was the previously estimated date of occurrence as filed on the initial medwatch report.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Thrombosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up will be submitted with all relevant information.

Event description:
It was reported that on 12/31/2010, the 3.0 x 23 mm promus was successfully implanted in the proximal left anterior diagonal at 10 atmospheres. In (B)(6) it was reported that the patient presented to the hospital and was diagnosed with stent thrombosis. There was no information provided regarding treatment for the thrombosis. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information was received: on (B)(6) 2011, the patient was transferred or admitted to (B)(6) hospital. Sub acute thrombosis was noted on angiography, after which thrombus aspiration was performed and the patient recuperated. No additional information was provided.

Event description:
Subsequent to the initial medwatch, additional information was received stating that on an unknown date, the patient was transferred or admitted to (B)(4) hospital. Sub-acute thrombosis was suspected, treatment was performed and the patient recuperated. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch reports, new information received states the patient was discharged from the initial hospital procedure on (B)(6) 2011.